Event description:
According to the report, the device illuminated the service indicator during a user test. There were no reports that the device was being used with a patient.

Manufacturer narrative:
The hospital biomedical department evaluated the device and observed that the service indicator was illuminated and that the paddles were not fully seated in the device's paddle wells. The paddles were re-seated and then the biomed observed proper operation of the user test. Physio-control evaluated the device and observed that the service indicator was illuminated and a fault code indicating abnormal results of a user test had occurred and that the device operated properly through functional and performance testing. The fault code was cleared and did not recur through testing. The device was returned to the customer for use.